Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that while attempting the right ventricular (rv) lead implant, the helix was unable to be fixated. Additionally, after the third attempt, the helix would not fully extend. The lead was not used and a new lead was implanted. There were no patient consequences.